Event description:
It was reported that during a prolapsectomy according to longo procedure, the device cut but did not staple. The procedure was completed by hand-suturing. There was no pt consequence.